Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. Upon waking after the procedure, the patient experienced neurological deficits. Computed topography and magnetic resonance imagining was performed and a neurologist was consulted.

Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. Upon waking after the procedure, the patient experienced neurological deficits. Computed topography (CT) and magnetic resonance imagining (MRI) was performed and a neurologist was consulted. It was further reported that due to a miscommunication between the implanting physician and the anesthesiologist, heparin was not administered during trans-septal puncture. Heparin was administered after the watchman access sheath had crossed into the left side of the heart. However, no thrombus was visualized during the procedure. Upon awaking, the patient experienced dysarthria, and diplopia balance issues with mild right hemiataxia. After the CT and MRI, the patient was diagnosed with acute midbrain infarcts, likely embolic. The patient was discharged to a rehabilitation facility on eliquis and aspirin.

Manufacturer narrative:
B5: additional information added. D4: lot number added.